Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: mgr. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: after a left heart cath, a large tr band was placed on the wrist as per protocol. The air immediately deflated and the patient bled from the access site. Nurse applied manual pressure and a new regular size tr band was applied. Balloon was inflated and band was removed as per protocol with no further incident. Procedure was a success and the patient was stable. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, normally.